Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671,has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not available for evaluation. Engineering eval completed on ah on 2019.10.01. Crc(B)(4). Findings: it was reported that the lpi impactor handle broke during impaction of the tibial component. Per tm(B)(4), a review of the lpi impactor handles (213-65-00) cited in complaints for broken or cracked handles showed a consistent failure mode. A review of the device order history did not show a trend in those lots with complaint devices, nor did a review of design changes show changes made to the design which could contribute to the complaint. The overall occurrence for broken or cracked plastic handles is low. Similar devices also have low occurrence for broken or cracked handles. Refer to crc2018-03-02-02 and tm-2018-1261 for additional details. Crc2018-03-02-02 determined that due to the low rate of occurrence, field action is not required at this time. Exactech will continue to track and trend failures of this nature and will escalate the issue as required by sop 701-103-007 (complaint handling) and sop701- (corrective and preventive actions). Most likely underlying cause/root cause: per crc(b103- 137 and tm-(B)(4), the broken lpi impactor handle reported in case(B)(4) was likely the result of the high impaction forces required during implant surgeries. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The blue plastic portion of the handle cracked and broke. All debris was removed from the patient. Nothing was left in the patient. Per crc(B)(4) and tm-(B)(4), the broken lpi impactor handle reported in case-(B)(4) was likely the result of the high impaction forces required during implant surgeries.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the impactor handle. The surgeon was impacting the final tibial prosthesis into the patient and upon impacting the handle the blue plastic portion of the handle cracked and broke. A secondary impactor to complete the case. All debris was removed from the patient. Nothing was left in the patient. The patient was stable as they left the or. The agent was not present at the surgery. Inactive agency with no hospital/other contact information for the event. No additional information.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not available for evaluation. Engineering eval completed on ah on (B)(6) 2019. Crc(B)(4). Findings: it was reported that the lpi impactor handle broke during impaction of the tibial component. Per tm(B)(4), a review of the lpi impactor handles ((B)(4) cited in complaints for broken or cracked handles showed a consistent failure mode. A review of the device order history did not show a trend in those lots with complaint devices, nor did a review of design changes show changes made to the design which could contribute to the complaint. The overall occurrence for broken or cracked plastic handles is low. Similar devices also have low occurrence for broken or cracked handles. Refer to crc(B)(4) and tm-(B)(4) for additional details. Crc(B)(4) determined that due to the low rate of occurrence, field action is not required at this time. Exactech will continue to track and trend failures of this nature and will escalate the issue as required by sop(B)(4) (complaint handling) and sop(B)(4) (corrective and preventive actions). Most likely underlying cause/root cause: per crc(B)(4) and tm-(B)(4), the broken lpi impactor handle reported in case(B)(4) was likely the result of the high impaction forces required during implant surgeries. IFU (B)(4): instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The blue plastic portion of the handle cracked and broke. All debris was removed from the patient. Nothing was left in the patient. Per crc(B)(4) and tm-(B)(4), the broken lpi impactor handle reported in case-(B)(4) was likely the result of the high impaction forces required during implant surgeries.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the impactor handle. The surgeon was impacting the final tibial prosthesis into the patient and upon impacting the handle the blue plastic portion of the handle cracked and broke. A secondary impactor to complete the case. All debris was removed from the patient. Nothing was left in the patient. The patient was stable as they left the or. The agent was not present at the surgery. Inactive agency with no hospital/other contact information for the event. No additional information.